Event description:
On (B)(6) 2012, the reporter contacted animas and reported having issues with air bubbles in the tubing. It was noted that 3 to 5 units of insulin were reportedly primed when trying to remove the air bubbles. The issue has been reportedly occurring for 3 to 5 months. The reporter indicated that 5 days out 7 days a week, air bubbles form in the tubing and move up towards the end of the pump. The reporter noted using room temperature supplies. Customer support (cs) reviewed the patient's technique and could not find the cause of the air bubbles. There was no reported adverse event associated with this complaint. This complaint was reported due to the alleged air bubble issue in tubing.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a test cartridge was loaded in to the pump. The pump was exercised for 24 hours with no evidence of air bubbles forming in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.